Event description:
Per the clinic, the patient developed an infection around the implant site. The patient was treated with IV antibiotics (date and duration not reported). The device was explanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4). Device not available for analysis.